Manufacturer narrative:
The subject device has not been returned to omsc for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes on (B)(6) 2020 and (B)(6) 2020 . The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-aw (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed the details about the result of multiple microbiological testing by the user facility. The following microbes were detected in the sample collected from the subject device. [First time; march 23, 2020]. The unspecified microbes (positive) [second time; june 29, 2020]. Citrobactor freundii ( >2000 cfu/ml) from the instrument channel of the subject device olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.